Event description:
It was reported that, when the asymptomatic patient reported for routine in clinic follow-up, post paced t-wave oversensing was observed in the ventricular channel via stored egm. Programming changes were made and induction test was recommended. No further information available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.